Event description:
D: patient has had over 4,000 short v-vs since last interrogation, as well as several vt-ns episodes that show evidence of twos. R: reviewed most recent carelink transmission. Reviewed current egm and lead trends which showed no evidence of lead issue. Reviewed counters and noted that incidence of pvcs has increased since last interrogation. Reviewed vt-ns episodes and confirmed twos. Noted that pvc often follows instance of twos, resulting in a short v-v interval. Concluded that combination of twos post vs and increase in pvcs has caused increase in short v-vs. (B)(4).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).